Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the communication error between the scope and the said equipment occurred due to the succumbing of the terminal inside the video connector socket, causing a malfunction phenomenon. It is likely that terminal buckling was caused by the scope used in the combination and occurred in the following order. ·when inserting the scope connector into the video connector socket of cv-190, the missing part of the scope connector tip was caught in the terminal inside the video connector socket of cv-190. The terminal inside the video connector socket of cv-190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was returned to the service center. The evaluation confirmed the reported "some of the connectors are bent" as the contact pins inside the video connector are bent and there is no image found when used with 180 series type endoscopes. A review of the unit's repair history shows the unit was last repaired on (B)(6) 2018 for a blurry image due to bent video contact pins inside the video connector. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, some of the evis exera iii video system center's connectors are were bent. No patient injury or harm was reported.